Event description:
It was reported that the mega needle driver instrument was noted to be broken prior to starting a da vinci surgical procedure. The isi representative contacted the site for more information and learned later that the cable was broken on the instrument. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was frayed at the distal clevis hub. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.